Manufacturer narrative:
The returned valve was patent. It also met the requirements for reflux and preimplantation testing. The valve did not meet the requirements for pressure-flow, siphon and leak testing. A tear was noted in the top membrane of the delta chamber. It is unknown how or when this damage occurred. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during surgery, while the valve was being pumped, a hole was found in the reservoir. According to the report, there was no injury to the patient.